Event description:
Info received indicates the head up function is not working.

Manufacturer narrative:
The technician found worn seals on the CPR and head valves. The technician replaced the head valve guide tube and the valves to repair the bed.